Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, however all conductors were distorted and apparent explant damage was noted; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that "the lead on his left side has never been working and is fractured." And his leg is hurting. Per follow up it was further reported that the lead had high impedance and is fractured. The patient further reported several occurrences of hearing a "tone" from device. It was also reported that the lead "never really got good capture". The lead was allegedly fractured and programmed to "sign off". The patient reported lack of circulation due to his left ventricular (lv) not working. The lead exhibited high threshold and high impedance, and was capped and replaced. It was also reported that the right ventricular (rv) set-screw was unable to torque to the lead. The device was explanted and replaced. It was also reported that during implant attempt, the new lv lead could not be advanced due to a scar in the coronary sinus (cs). The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that "the lead on his left side has never been working and is fractured." And his leg is hurting. Per follow up it was further reported that the lead had high impedance and is fractured. A lead revision is planned for a future date. No further complications have been reported as a result of this event.